Event description:
The customer reported that the insulin pump alarmed button error. Customer stated he was playing video game and received button error alarm. Troubleshooting was done. No blood glucose reading provided. Customer stated that buttons were sticking and kept getting motor error. He stated he fixed it but came back. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump buttons all responded properly and no button error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)